Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the reported complaint of the image not being visible was confirmed. The cloudy image observed was likely due to debris under e/p window, which could be attributed to possible user mishandling. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects." (Page 4); "pay close attention to the care, cleaning, disinfection, and sterilization instructions in this manual. Any deviation can cause damage." (Page5) olympus will continue to monitor field for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ureteroscope distal tip was damaged and/or broken with a sharp edge, could not see the picture. There were no reports of patient harm or impact associated with this event.